Manufacturer narrative:
Device evaluation completed on (B)(6) 2019: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. No further investigation will be conducted on this complaint due event was not confirmed. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2019: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. No further investigation will be conducted on this complaint due event was not confirmed. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown breast augmentation with mentor smooth round moderate plus profile 400cc saline breast implants which intraoperatively implant did fill with saline correctly, and looked smaller compared to another implant of the same catalog number and filled to the same amount. No adverse event or patient consequences reported.